Event description:
Consumer removed two tampons and the tampons came apart inside of her. Consumer indicated that the pieces remained inside her after removal. She saw a doctor to have all pieces removed.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer has not returned product for evaluation at the time of this report.